Event description:
During inspection of the series rails and screws, it was found that more than one radial bearing housing screws were loose. No detector fall event and no injury was reported. The loose screws in question may impact the radial drive that might lead to ball screw stress which in turn may result in a mechanical failure.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. A f/u report will be submitted once investigation results are available.